Event description:
Sudden increase in atrial capture threshold and decrease in p waves around (B)(6) 2024 and alpc failure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).